Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 9 days of data ( (B)(6) 2021 per the timestamp). A no external power alarm, a low voltage hazard alarm and power cable disconnect alarms were active on (B)(6) 2021 from 8:40:31 to 8:41:44 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system during the loss of ac power. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the mpu would be returned for evaluation, if the ac power cord had a v-lock connector, if the ac power cord was disconnected from the wall outlet or from the back of the unit, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the product could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU), rev. C, section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook, rev. C, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the event log captured no external power alarms on (B)(6) 2021 while the patient was connected to the mobile power unit (mpu). The pump appeared to be functioning as intended.